Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced site fluid in the insertion piece on (B)(6) 2025. The infusion set was in use for two days. The patient replaced infusion sets and resumed insulin successfully. No further information was available.